Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the system pcb assembly and other unrelated repairs were needed; however, the customer declined the repair quote that was provided by physio. Per the customer's request, their device was returned to them without being repaired. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it will not complete the boot-up process. As a result, defibrillation would not have been possible if it were necessary. There was no patient use associated with the reported issue.